Manufacturer narrative:
(B)(4). D10: 00598801015-15mm diameter 100mm length straight stem extension combined length 145mm- 64196722, 00588004012-ng rhk art surf 12mm fem sz d-64118221. G2: foreign - event occurred in australia. H6: mechanical (g04) - femur. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial surgery. Approximately seven years after, the patient underwent a revision due to peri-prosthetic femur fracture. Attempts have been made and all available information has been provided.